Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a duplicate address was detected for pocket e3 in auxiliary drawer 5.2. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a duplicate address was detected. The field service engineer (fse) found remote support services (rss) deploy package was run with the pyxibus module controller (pmc) firmware hotfix build 1, and the station was rebooted. After reboot, the pharmacy technician recovered auxiliary drawer 5.2 and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.